Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Replaced logic board, door assembly with keypad, door latch assembly, ail assembly, rear case assembly, bezel assembly, and door cover. Lvp bezel post recall completed. Various error codes- (B)(4). Shipping & billing addresses confirmed. Npi. *biomed already tried replacing bottle pressure sensor, ail, motor harness & wires, and motor controller board but continues to get various error codes.